Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported that the patient had premature battery depletion. The implantable neurostimulator (ins) was replaced as a result on (B)(6) 2016 and the issue was resolved at the time of the report. It was stated that the patient came to the clinic with an elective replacement indicator, and the implant was replaced with no troubleshooting. The implant occurred on (B)(6) 2016 and the patient status is alive - no injury. The patient's indication for implant is unknown.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was at normal end of life and telemetry and output were okay. The ins was received with the elective replacement indicator (eri) bit set. According to the complaint information there was a 35 ohm short across the case to electrode 3 and the impedance across case to electrode 6 was 373 ohms. Both of these were active electrodes and would have caused excessive drain on the ins battery. This would have pulled the battery down to where it caused the eri bit to be set. After the short was removed when the device was explanted, the battery recovered, so that when tested during analysis the ins passed functional testing. The impedance measurement function of the ins was tested in saline solution and all electrodes pairs showed normal impedance. According to the trace report taken from the ins, the battery depleted to eri in 26 days ((B)(6) 2016). This ins reached a normal eri condition for a device that has low impedance across the active electrodes.

Manufacturer narrative:
(B)(4). Concomitant medical products: product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. Product ID 3387, product type: lead. Product ID 3387, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the implantable neurostimulator (ins) discharged quickly so they concluded there was a defect in the extensions or leads which had been switched off. Impedances were checked and measured to be greater than 40,000 ohms on some electrode pairs and low on another electrode pair. Impedances were measured to be high on the following electrode pairs: c-1, c-2, 0-1, 0-2, 1-2, 1-3, 2-3, c-4, c-5, c-7, 4-5, 4-6, 4-7, 5-7, and 6-7. Impedances were measured to be low on electrode pair c-3. The left lead was programmed to c+, 2-, 3- at 2.8v, 210 usec, and 140 hz. The right lead was programmed to c+, 5-, 6- at 1.9v, 210 usec, and 140 hz. There was no problem with the ins. A revision surgery was planned for (B)(6) 2016 to replace the extension cables. If the leads are found to be defective, the patient's family did not want any more revisions.